Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated rv pacing, high svc coil impedance, with intermittent capture, and possible fracture. Physician reported visualizing insulation damage under the suture sleeve. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.